Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device shuts off suddenly during use". Initially, the patient was intubated with our device without any problems. After this, the operator then picked up the device again to perform a further check of the tube placement, and at that point the device did not work. Therefore, the operator then used a different device. The operator noticed the malfunction before reintroducing the device to the patient (it did not stop working while it was inserted). No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. The manufacturer's technical inspection confirmed the fault description: "shuts off suddenly during use", provided by the customer. The technical inspection did not reveal any faults with the monitor; the device switches to standby mode after 10 minutes as expected, so the product complies with the specifications. Should new or additional relevant information become available, we will continue the investigation accordingly. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).